Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. The returned product was one 4 fr single lumen groshong nxt clearvue catheter. An initial visual observation showed a break in the catheter tubing near the 34 cm depth marker. Use residue was observed on the returned sample. The break in the catheter was observed to be uneven. Some tensile weakness was observed in the catheter just proximal to the break. A microscopic observation revealed the break sites to be somewhat jagged and uneven with two longitudinal splits branching off the break site. The fracture surfaces were observed to be granular and mostly smooth with some rough sections. The edges of the rough sections of the breaks were observed to be somewhat rounded and slightly polished, which is characteristic of flexural fatigue. The remainder of the break appears to have been caused by tensile (pulling) forces, which suggests the catheter was likely damaged due to material fatigue and ultimately broken due to excessive tensile forces. This complaint will be recorded for future trending and monitoring purposes. H3 other text: evaluation findings are in section h11.

Event description:
It was reported catheter rupture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported catheter rupture. No other information was provided.